Manufacturer narrative:
The customer confirmed a different resolution than originally reported. "The device was evaluated by the customer while on remote support with a philips support technician who was able to confirm the issue and isolate it to power pca. The customer replaced the power pca and tested the device. The device passed all testing."

Manufacturer narrative:
.

Event description:
The customer reported that the device was unable to charge above 50 during testing. There is no indication of patient involvement.